Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a4: no information available. Block b6: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the phoenix catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a phoenix atherectomy system was used in a therapeutic peripheral procedure in a moderately calcified and fibrous lesion. During removal, the rotational cutter head separated from the shaft within the introducer sheath in the left iliac artery. A snare was used to retrieve the cutter head, and no patient injury reported. This adverse event and product problem is being submitted due to the cutter head separation requiring intervention (snare).